Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip protectors (blue port) of sixty-three (63) 250 ml intravia containers were falling off. This issue was further described as loose tip protectors found during an inspection in the post compounding department prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: sixty-three (63) actual samples and a photograph of two (2) samples were provided for evaluation. Visual inspection of the photograph identified a bag without the tip protector. Visual inspection of the actual samples identified three (3) bags without the tip protector; the remaining bags had no issues and the components were placed according to specifications. The reported condition was verified in three (3) samples and not verified for sixty (60) samples. The cause of the separated tip protector could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.